Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 24 x 3.00mm drug-eluting stent, was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. A microscopic, visual and tactile examination identifies multiple kinks and a break was identified on the hypotube shaft. The break was noted to be 48.3cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Visual examination of the stent identified stent struts lifted, dented and kinked at the distal section of the stent. The bumper tip was damaged; a slight lift was noted on the distal section of the tip. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. The undamaged stent od (outer diameter) was measured using snap gauge and the result is within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the middle part of the right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, upon withdrawal, a kink mark was noted, which instantly broke into two pieces. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was stable post-procedure.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the middle part of the right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, upon withdrawal, a kink mark was noted, which instantly broke into two pieces. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).